Event description:
Pk generator cautery was in use by drs during surgery when the tip/jaw of the pk handle inadvertently touched the patient's skin /the left lower quadrant of the perineum near the vulva causing a stage 2, reddish discoloration skin break about 3 cm long x .5 cm wide. A white discoloration was also observed at the tail of the skin injury. Both mds are aware. Silvadene cream 1% applied in the site-done. Biomed assessment: the electrosurgical unit was tested and no problems were found. Suspect operator error. Unit returned to service. Additional info obtained from the site:esu was found to be operating correctly and model # not available. It was returned to service.power setting unknown. The original procedure was total abdominal hysterectomy, bilateral salpingo-oophorectomy, repair of enterocele, repair of rectocele, vaginal tear repair with sacrospinous ligament fixation and placement of vaginal graft and a suburethral sling.